Manufacturer narrative:
An investigation was initiated into the matter of, "broken" retractor during use. The device was not available for evaluation. Without instrument, cause for failure could not be determined or the issue confirmed. If the product is returned in the future. A follow-up report will be filed. A review of the device history record identified no issues with the reported lot. A review for this condition for the last 2 years does not idicate an upward trend, and there have been no additional incidents of this nature for this lot.

Event description:
During surgery places fell into patients.